Event description:
A customer contacted beckman coulter regarding erroneous platelet (plt) results generated by the coulter lh 500 instrument. A patient sample was tested for plt and a result of 582x 10 to the 3rd power cells/ul was obtained. The result was printed with plt clumps instrument generated suspect flag. A fresh sample was collected from the patient and tested for plt; the result was 588x 10 to the 3rd power cells/ul. The plt result was not flagged. The customer indicated that they conducted 8 reproductibility runs on the 2nd sample and plt results were in the range of 375x10 to the 3rd power cells/ul to 417x10 to the 3rd power cells/ul, averaging as 398x10 to the 3rd power cells/ul. In addition, the customer reported a plt smear on the 2nd sample and obtained "an adequate plt count". The actual printouts from the instrument and the smear results were not provided by the customer. The erroneous plt results were not reported out of the lab. There was no death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Investigation summary: per customer, qc was within range. The specimens were collected in edta tubes. A field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and discovered a bad sensor. The fse replaced the sensor, performed priming and testing. The fse verified repair per established procedures; results meet published performance specifications. As of 09/07/2006, no further issues of high plt results have been reported from this account. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.